Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: as reported: scrub tech from account, manta was used for tavr procedure. Scrub tech stated that manta device failed when a certified user physician deployed manta and a stent had to be placed.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure. Following deployment, the manta device failed, and a stent was placed. Due to insufficient information regarding the initial and deployment procedures, patient conditions and environments, no angiograms or devices submitted for investigative purposes and after three unsuccessful efforts in attempting to obtain further information for this investigation, a root cause investigation cannot fully be conducted. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.